Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (defective response buttons, arrhythmia alarms, abnormal shutdowns) was confirmed. As received, the monitor failed incoming testing. Upon evaluation, there was contamination inside the monitor. The cause of the abnormal shutdowns and alarms is the contamination. The root cause of the contamination is the ingress of an unknown contaminant. In addition, the response buttons were found to be non-functional. The root cause for the non-functional response buttons was a cracked rear response button cable. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that a patient's device had defective response buttons, that the patient experienced arrhythmia alarms, and that the device download revelaed abnormal shutdowns.